Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07457. It was reported the patient had a persistent headache throughout the trial time frame. The physician had the patient receive fluids through an IV. Follow up regarding the patient status determined the symptoms had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.